Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and charger. It was also reported the patient's programmer reflected a communication error. The patient stated she had not used or charged her ipg in approximately 5 months. As a result, the patient's ipg was inoperable. The sjm representative met with the patient and confirmed the issue. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced.